Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented for the generator change procedure. Prior to the procedure, upon interrogation, the atrial lead exhibited noise. During the procedure, the physician observed the right ventricular (rv) lead had insulation damage. Both the rv and atrial leads were capped and replaced on (B)(6) 2025. The patient was stable.